Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 124mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).